Event description:
Revision surgery was performed on (B)(6) 2026 due to shoulder dislocation. Previous surgery was performed on (B)(6) 2026 for a reverse total shoulder arthroplasty with following components: monoblock reverse tt baseplate dia25mm regular (pn 1975.14.500) prima tt glenosphere dia40mm (pn 1974.09.040) prima glenosphere connector high lateralization 9mm (pn 1974.15.304) smr finned stem short dia 18mm (pn 1304.15.018) 140° humeral reverse body (pn 1352.15.011) reverse liner std dia40mm (pn 1365.50.810, lot 24at5nw, sterilization (B)(4). After dislocation, the surgeon revised the patient and replaced the pre-existing liner with another one of same type. Surgery was completed as intended. Patient is male, date of birth (B)(6) 1954. The event occurred in the united states.

Manufacturer narrative:
Preliminary review of manufacturing and sterilization records did not highlight any pre-existing non-conformity on involved batch. The manufacturer will submit a final report as soon as the investigation is completed.